Event description:
During the supraventricular tachycardia surgery, a procedural delay occurred. The catheter would not deflect. The catheter was replaced but the same issue occurred. Both devices were inserted into the patient. The catheter was replaced again and the procedure was completed with no adverse consequences to the patient.